Event description:
It was reported that during surgery, a delay of 30 minutes was caused due to the device breakage inside the patient. The pieces were retrieved from the patient wound. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Additional information, foreign zip code: (B)(4).one sterile biorci ha 8x25mm 8mm head screw returned. The complaint stated: ¿a delay of 30 minutes was caused due to the device breakage inside the patient. The pieces were retrieved from the patient wound.¿ inspection indicates that this was an 8mm product. The hex area of the implant is in good condition. The damage is focused on the threads and distal tip. The threads are compressed and rolled. There is material missing. There are signs of force fracture and possibly entanglement with a guide wire. There are jagged edges as with a snag by the guidewire and scratches inside the core. Distal pieces were not returned. Per instruction for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use. Instructions for use confirms instructions, recommendations and precautionary statements and for proper use of product. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during surgery, a delay was caused due to the device breakage inside the patient. The pieces were retrieved from the patient wound. A backup device was available to complete the procedure with no patient injuries.